Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient's dds recommended they cease treatment due to a pronounced overjet and class 2 relationship the dds believes the treatment plan will not be able to realign the patient's teeth. Without interproximal reduction, the patient has a high risk for expanding the anterior teeth too far, putting their periodontal health in question as well as the possibility for tooth loss and mobility.